Manufacturer narrative:
Product ID 748940, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7434a, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3587a25, lot# n169339, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
An overstimulation sensation was reported. The neurostimulator was used for motor cortex stimulation for facial/trigeminal pain. It had been successfully used daily, until the patient "turned on her system on (B)(6) 2012, the day of (B)(6)" at her usual setting of 8.5v amplitude but it felt so strong that "it seemed like a seizure." The sensation was not a paresthesia, but "seizure-like." The symptoms were described as motor activity in upper limbs, face and shoulder. The device was turned off and the sensation dissipated in about 10-15 min. She was not considered to be injured. Upon troubleshooting at her doctor's office on (B)(6) 2012, all impedances were deemed "excellent" and battery was "good." The amplitude was lowered from patient's usual 8.5v to 5v, the device was turned on, and the amplitude was raised slowly to 7.0v at which point she was uneasy going any higher, despite not feeling any sensation, good or bad. She was content for it to operate it at what she felt was a low threshold level and "left it there." The patient had found the system to be very helpful, but was now leery. The patient was happy to continue using the device at a reduced level. On (B)(6) 2012, the patient was ready to use her device again since her pain had returned.